Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.

Event description:
On (B)(6) 2024 , a facility representative reported via sems-06721790 that an ar-6480 dualwave¿ arthroscopy fluid management system was pumping too much fluid. Another device was swapped, and the case was completed without adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.